Manufacturer narrative:
Crushing of the pad is an abuse of the product and a violation of the instructions and warnings provided. Sleeping with the pad is also a violation of the instructions and warnings provided. This incident is a direct result of misuse/abuse of the product.

Event description:
Consumer states his wife was using a heating pad on her neck in bed and woke to find singe marks on the pad and bedding. She also sustained a minor burn to her neck.